Event description:
Related manufacturer report number:3006705815-2024-01559. It was reported that the patient's scs leads migrated. Surgical intervention was undertaken on 14feb2024 wherein the patient's leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
It was reported to abbott a patient¿s leads were replaced due to lead migration. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.